Event description:
It was reported that the fiber glass on the shaft of the endowrist prograsp instrument was splintering. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation observed that the distal end of the main tube has three adjacent scrape marks with material removed. Large slivers of material have been removed so that the tube's outer diameter is no longer round at the damaged areas. Scrape marks range from .75" to 1.5" in length and are all roughly .100" wide at their maximum width. All scrape marks decrease in width at the ends. Positioning and shape of scrapes suggests scrapes did not occur all at once, but rather one at a time. Damage does not appear to be consistent with cannula related tube abrasion. No other damage found.